Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05718. It was reported that stent dislodgement inside the patient occurred. Two days after the deployment of a stent in the right coronary artery (rca), the patient came back with more chest pain. The physician then decided to treat the distal area at the bifurcation of the posterior descending artery (pda) and postero-lateral artery (pla). After a 8 french non-bsc guide wire was advanced, pre-dilatation was done using a coyote balloon catheter. Subsequently, a 2.25x16mm promus premier¿ drug-eluting stent and a 2.25x20mm promus premier¿ drug-eluting stent was advanced to treat the lesion by kissing stent technique. However, as these devices were advanced, the guide prolapsed into the aorta pulling the non-bsc guide wire and the two promus premier stents with it. The two stent was caught on the previously implanted stent and got dislodged from their delivery systems. A balloon catheter was then advanced and smashed the dislodged stents against the rca then the procedure was aborted. No patient complications were reported and the patient's status was fine.